Event description:
It was reported that after explant of the implantable neurostimulator 97715 intellis adaptivestim pain, lead 977c265 specify surescan magnetic resonance imaging (MRI) 2x8, and accessory 97792 bi-wing anchor, the patient was transported to another facility and required a second surgery for a possible hematoma that formed post explant. Hospitalization was necessary due to this event. The manufacturer representative (rep) indicated they would send any further information as they become aware. See general text.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.